Event description:
It was reported that cartridge was damaged at t:lock connector and customer experienced this issue four times with cartridges from same box, leading to loss of confidence in product quality. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, and cartridge was unavailable for return, with customer acknowledging and understanding resolution.